Event description:
Pt reported the up/down buttons on the infusion device are defective, and he had to press the buttons more times for the infusion device to respond. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the up/down button is always active. Due to an external mechanical influence, the snap dome of the up/down button is pressed through. This source led to an always activated up/down button; therefore, none of the buttons react on pressure. The complaint cannot be verified due to mishandling of the product.